Event description:
The pt was implanted with a left ventricular assist device. Info was received, which indicated that the pt expired. The vad coordinator reported that the pt was alone and disconnected power. This was thought to be accidental because of possible pt confusion. The pt was unconscious at the time of the emergency call. The pump will not be returned.

Manufacturer narrative:
The approx age of the device was 54 months. The reported event could not be confirmed. It was communicated that power was most likely removed from the pump by accident, causing the system to stop. A full analysis of vad-2629 could not be conducted because the device was not returned for investigation and no autopsy was performed; therefore, a root cause for the reported event could not be conclusively determined through this eval. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.